Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was found to be cracked below the grip pad. There was no evidence of moisture contamination inside the battery compartment. Power on reset events were observed in the black box on 02/15/2015. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. There were no "power" issues duplicated during the investigation. A leak test showed a leak at the display lens. The pump case was removed for further investigation and evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.